Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-03061; 0001822565-2022-03062.

Event description:
It was reported by the patient that they underwent an initial left knee arthroplasty where they had a patellofemoral replacement. Subsequently, the patient was revised approximately 8 years post implantation due to pain, cracking noise, loss of mobility, and the implant 'coming apart'. Attempts have been made and no further information has been provided.

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. Approximately 8 years post implantation, the patient was revised due to pain, noise, difficulty ambulating, implant 'coming apart', decreased adls, and loosening.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified that the patient was experiencing pain, cracking noise and loss of mobility. But no revision ops notes was provided. After revision, the patient was healed and post-ops x-ray found no loosening. Pre-op x-ray was reviewed and found loose patellofemoral joint. A definitive root cause cannot be determined. Per package insert, loosening is known risk of the system. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.